Event description:
The backflow valve of this device failed, allowing the secondary IV fluids to free flow into the primary bag. This resulted in an undermedication to the pt. The medication that was underinfused is unknown. There have been a breathtaking number of failures with this type of tubing in this facility. According to the site reporter. The MFR states there had been several other facilities is which tubing failure are occurring.